Event description:
Enfit cleaning tool was used to clean the enfit gastric tube, the center of the enfit tool got stuck in the gastric tube and broke off into the tube. Nasogastric (ng) tube had to be replaced.